Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. The battery longevity estimator appears to be reasonably accurate based on the device history. The battery is depleting at a high rate due to sensing of at/af, episode storage and atp into a low atrial pacing load. Concomitant product(s): a 1388t st. Jude lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted prematurely and dropped drastically. The device will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.